Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead had moved which required high output from the device. Boston scientific technical services (ts) referred the patient to their physician. No adverse patient effects were reported.